Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification and passed self test. No blank display anomaly was noted. Unit alarmed pump error 38 during rewind due to corroded motor assembly. The electronic was found with traces of corrosion per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly and moisture damage was performed. Customer advised the insulin pump was submerged in water and the device flashed white continuously. Customer replaced the insulin pump with a new battery, changed the battery cap and the device remained blank. Troubleshooting was unable to resolve the issue and the display continued to flash. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.